Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, that the patient profiles were not showing up. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients' information was not showing up for nursing. A technical support specialist (tss) logged into the device and noticed the station/area had many patients. The stations database was well over the normal 10gb-12gb size that ccf medes stations usually are. The tss reindexed and shrunk database and changed reindex frequency to daily instead of weekly. The station was then maintained to a healthy size to prevent issues from recurring. The system functioned as intended after the technical support specialist troubleshot the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had a malfunction that the patients profile were not showing up. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.